Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 100 units of insulin. The customer's blood glucose level was 155 mg/dl. Reportedly, the customer added more insulin to the cartridge and was able to successfully load the cartridge.